Manufacturer narrative:
Upon further investigation, the following information was received indicating that the reported issue was found while troubleshooting the device when performing a recall. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips by a customer that the unit was not functioning. Based upon the information provided, the device was not in use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. A philips field service engineer (fse) informed the customer that something was wrong with the unit¿s battery. The customer stated this issue was observed while the fse was troubleshooting the device when performing a recall. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.